Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) atrial output connector was broken. It was noted that a pin was broken off inside the connector. It was also indicated that the lower boss of the lower case was broken. It was also indicated that the hanger assembly did not close completely. It was also indicated that a case screw was corroded. It was also indicated that both display wires were pinched but not exposed. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that during setup with a new patient, the external pulse generator's (epg) blue atrial port was not making a good connection. The epg was replaced and returned for service. No patient complications have been reported as a result of this event.